Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature received entitled: delta iii reverse shoulder arthroplasty in the treatment of complex 3- and 4-part fractures of the proximal humerus: 6 to 42 months of follow up.

Manufacturer narrative:
Upon review of late submissions, it was noted that the initial medwatch for this pc was reported with the wrong alert date of (B)(6) 2018. The alert date should have been (B)(6) 2018, as that was when the literature article was reviewed. Should be (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.